Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the needle was difficult to toggle and would not slide through the tissue. So they physically had to slide the tissue off of the needle which caused a larger than normal hole in the tissue from the needle. 4 devices were causing issues during the case. They kept trying to get a new device and the new ones were still causing issues. There was sticking when toggling the device, loading and unloading, the device would also click loudly on some when being toggled and the needle was loose on some as well. More devices were opened to complete the case. The tissue was stretched due to struggling to get the needle out of the tissue so the hole was larger than normal. There was no patient injury.